Manufacturer narrative:
The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: michael reported a pcu8015 did not connect to server. Sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: transferred michael to server support team.